Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. A visual inspection the device was performed and revealed that the coil and delivery wire arms were not interlocked within introducer sheath as the coil returned out of it. The twist lock of the introducer sheath had been opened. The delivery wire was inspected and was found kinked near the interlocking arm. The interlocking arm was found detached and missing from the rest of the coil. A microscopic inspection of the delivery wire revealed that the zap tip has a smooth surface. The interlocking arm was inspected and no anomalies were noted. The main coil was not returned. The dimension of the delivery wire and coil were taken and met the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "the interlock - 35 fibered idc occlusion system is designed to be delivered under fluoroscopy through a 5f (1.70 mm) od (0.035 in [0.89 mm] or 0.038 in [0.97 mm] inner lumen) imager¿ ii selective diagnostic catheter without side flushing holes. The interlocking delivery wire design allows the coil to be advanced and retracted before final placement in the vessel, thus aiding in more controlled delivery including the ability to withdraw the coil prior to deployment." (B)(4).

Event description:
Reportable based on device analysis completed on 14-jun-2017. It was reported that resistance during advancement of the coil was encountered. A 12mmx40cm interlock -35 was selected or use. During the procedure, when the coil was advanced to the middle into the non-bsc catheter, resistance was encountered. The coil was removed but it could not be pulled out. Furthermore, the catheter and coil were retrieved together. No parts of the device remained inside the patient's body. The coil and catheter were able to be separated without any difficulty when outside the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, device analysis revealed that the interlocking arm was found detached and missing from the rest of the coil.